Manufacturer narrative:
(B)(4). D10: cat #: 00625006540 / bone screw self-tapping 6.5 mm dia. 40 mm length / j7464047. Cat #: 00625006530 / bone screw self-tapping 6.5 mm dia. 30 mm length / j7422663. Cat #: 110031017 / 28mm i.d. 54mm o.d. Size I bearing / lot #: 65254855. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a right hip revision due to a recurrent infection. During the revision there was a significant amount of purulence was encountered. The head liner and acetabular components were explanted without complications. Attempts have been made and no further information is available.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).